Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag had cloudy solution. The device had been filled with calcium gluconate 10%, copper, dextrose 70%, potassium chloride, potassium phosphate, magnesium sulfate, sodium chloride, selenium, sterile water, amino acid injection and zinc. There was no patient involvement. No additional information is available.